Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step, the customer was not seeing drops of insulin exit the end of multiple tubing's during filling. There was no impact to the customers blood glucose level. The customer stated to be able to fill after reconnecting to lock. It was indicated possible luer lock not seated properly or blocked tubing. However, it was not confirmed. The customer was able to complete the load process and resume insulin delivery.